Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer's insulin pump is not alarming when there is an occlusion or no delivery. Customer conducted the high pressure test himself and the device failed. The device does not alarm when there is a blockage. Customer's blood glucose is 14.8 mmol/l. Customer treated with the insulin pump. In troubleshooting for high blood glucose, customer stated, there is an air gap in the tubing. Customer was advised to do a complete set change. Customer was advised that high blood glucose levels are often caused by site or set issues. Nothing further reported.